Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Additional information has been requested but none is available at the time of this report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on october 05, 2016. (B)(4).

Event description:
The end user reported "red, flaky skin under the tape collar on and off for many years." According to the end user, a dermatologist prescribed clotrimazole and mupirocin after diagnosing them with contact dermatitis. No further information has been provided.